Event description:
It was reported that a trochanteric fixation nail (tfn) lag screw did not go through the nail during a procedure. No additional information was available. There was a thirty (30) minutes time delay in surgery. This report is for an unknown lag screw. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
This report is for an unknown lag screw/unknown lot. (B)(4). It is unknown if the device was implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Part number: 04.032.100s. Lot number: 7360104. (B)(4). Manufacture date: 24april2013. Expiration date: 01march2023. A product investigation was completed: the returned device shows attempts to insert the screw. There are numerous roll marks and scratches to the circumference of the screw. There were no functional issues that would have contributed to the complaint condition. The implant was assembled with known good instrumentation available at the complaint handling unit (chu) and the complaint condition could not be confirmed. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in technique guides. Although the exact cause cannot be determined, it is likely that soft tissue distractions forces caused the complaint condition. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.